Manufacturer narrative:
Further review of the returned device could not duplicate the customer¿s complaint of ¿ failed atp testing three times.¿ the bending section rubber glue was found cracked. The biopsy channel was replaced. The scope¿s ID chip showed 492 total uses. In addition, the customer uses cleaning and disinfectant solutions ecolab enzymatic detergent for cleaning & medivators rapicide pa for hld used with the endoscope. The customer reported that the scope is pre-cleaned immediately after the procedure in accordance with the olympus manual. The endoscope channel is being brushed during manual cleaning with a hedgehog by boston scientific (sbd-289) & olympus (bw-400l)single use brush. Manual cleaning is performed 60 min or less after use and delayed reprocessing is performed per IFU if it is after that. The endoscope is being leak tested prior to manual cleaning with a zutron medical #zutr-10003 leak tester. The medivators dsd edge 120v sn#(B)(4) aer is being used to reprocess the endoscope. The minimum effective concentration being checked daily for cleaning, and after every cycle for hld. The last preventative maintenance for the aer was october of 2021 (quarterly pm schedule). The customer reported that various employees including superusers reprocessed the scope prior to the testing. This scope had consistently high atp numbers and failed atp 3 different times (after re-washing each time). It also had visible wear and tear to the distal end. The last reprocessing in-service conducted by an olympus endoscopy support specialist on (B)(6), 2021. There has been changes in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scopes are stored in a designated eus scope hanging cabinet in our equipment clean room. The cause of the reported event cannot determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the scope failed the atp testing. There was no associated patient infection reported. The device was returned to the service center for evaluation and found forceps glue peeling, which is considered to be a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established - it was not possible to determine whether the damage was caused by stress or handling of the device. It was further determined as most likely that each observed phenomenon with this device was from the same cause. Olympus will continue to monitor field performance for this device.